Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had power loss alarm, failed battery alarm and pump error. The customer¿s blood glucose was 220 mg/dl. The customer was not able to get into auto mode. The troubleshooting was not performed power loss alarm, failed battery alarm and pump error. The insulin pump will not be returned for analysis.